Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there was foreign matter in the tube(s) biological and non-biological. This event affected 10 tubes. The following information was provided by the initial reporter and translated to english. The customer stated: "when the package was opened, the purple cap inner wall and the wall in the tube was found with black foreign matter. There are small black spots. Patients and users were not affected."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there was foreign matter in the tube(s) biological and non-biological. This event affected 10 tubes. The following information was provided by the initial reporter and translated to english. The customer stated: "when the package was opened, the purple cap inner wall and the wall in the tube was found with black foreign matter. There are small black spots. Patients and users were not affected."